Manufacturer narrative:
The investigation regarding the reported issue with pressure transducer test failure has been confirmed in problem description. Neither logs nor the service report were provided. According to provided information the issue was resolved by replacing both nozzle units. After replacing the nozzle units, the ventilator passed all functional and safety test and was returned for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Replaced nozzle units were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).